Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
One of the legs are bent near the rear caster.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the caster bracket end of the leg weldment was bent upward, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
One of the legs are bent near the rear caster.